Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 20 unopened racepacks and 1 opened. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch, there are no units in our stock. Received 20 closed samples and one open sample with the needle detached from the thread, and the thread is still wound on the pack. Tested the needle attachment of the closed samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: complaint justified: taking into account that the results of closed samples received do not fulfil the specifications of the OEM specifications. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: there is a corrective action in order to avoid this kind of incidents in the future.

Event description:
Country of complaint: sweden. In some of the single packages the thread has been loose from the needle and in some of the single packages the thread loosens as soon as the customer uses it.